Manufacturer narrative:
The inform ii meter serial number was (B)(6). Qc passed on the meter within 24 hours of the event. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The meter and test strips were requested for investigation; however, the test strips have been discarded and are no longer available for return.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter + rf. The result from the meter at 1:08 p.m. Was 569 mg/dl. The patient was retested, and the result from the meter at 1:11 p.m. Was 278 mg/dl. The result of 278 mg/dl was believed to be correct.

Manufacturer narrative:
The meter was received for investigation and tested with retention test strips and controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Level 1: 45, 46, 45. Level 2: 306, 303, 306. All results were within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.